Event description:
During routine testing of the device, the user observed a concavity on the surface of the sensor. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.